Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Product user reported that upon waking up in the morning, the infusion set was found detached. The product user explained that the adhesive patch remained adhered to her skin, but the area in which the cannula was connected was found detached. The user gave herself a correction bolus as a result of events. No permanent serious injury was reported.